Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a tachy event that came through on the event report for the implantable cardiac monitor (icm). It was noted that the icm appeared to be oversensing and this was not a true tachy episode. It was also noted that the patient had multiple brady episodes that were undersensing premature ventricular contractions/bigeminy. The device remains in use. No patient complications have been reported as a result of this event.